Manufacturer narrative:
The device was not returned for evaluation and no pictures were provided. The complaint was unable to be confirmed. A true root cause is unable to be determined with accuracy as information about the use and storage of the device was limited. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "the cautery failed to power on when the user attempted to switch it on. This occurred during cardiac surgery. No delay or patient harm.